Event description:
During a coronary stent procedure, the wire fractured in the pt. The om and the circumflex had been wired. A stent was successfully placed in the circumflex and a balloon was used in the om. While removing the wire from the circumflex, the tip of the wire fractured in the pt. Attempts to snare were unsuccessful and the tip remains in the pt. Pt status is listed as "okay".